Event description:
A journal article was received which contained information regarding this patient¿s implantable pulse generator (ipg) system. The article indicated that the patient was referred for evaluation of ¿unexplained episodes of giddiness, nausea and sweating.¿ further examination found that there were periods of ¿failure of ventricular pacing with frequent asymptomatic episodes of asystole.¿ the device was suspected of malfunctioning due to ¿internal crosstalk.¿ the device was subsequently explanted and replaced. The old leads were tested and showed atrial oversensing and the pacing thresholds of the ventricular lead had risen six days post implant. This lead was replaced. Investigation of the post-operative x-ray showed there were apparent fractures in the atrial and ventricular leads that were ¿hidden by an electrocardiogram (ECG) electrode.¿ the patient had remained ¿asymptomatic during subsequent follow up visits.¿ no patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: permanent pacing system malfunction due to hidden adjacent fractures of atrial and ventricular leads. International journal of cardiology. 1997. 59:85-87. D11: right ventricular (rv) lead. (B)(4).